Event description:
On (B)(6) 2012, this pt was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aneurysm. It was reported that due to the pt¿s calcification and tortuosity in the left iliac, the physician was feeling resistance while advancing the contralateral leg component ((B)(4)). The physician reportedly began to draw back the component for removal, but the leading olive caught on the guide wire and separated from the delivery catheter. It was reported that the physician chose to deploy the (B)(4) device at this location, which was distal to the intended landing zone. The physician met no resistance when retracting the delivery catheter after deployment. Upon removal of the delivery catheter, the proximal olive reportedly separated from the guidewire and remained attached to the device component. The physician reportedly went up with 7fr destination catheter (MFR unk) and was going to snare the olive, however, the olive attached to this catheter and the physician pulled the olive out. The olive and catheter were removed from the pt, and the procedure concluded with no further issue. The physician reportedly y added a (B)(4) to bridge the area where the (B)(4) was deployed lower than intended. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications.